Event description:
It was reported that the device provided inaccurate spo2 readings. The customer reported that they went out to the end user's home to do a routine preventative maintenance and stated that they found the unit to be inaccurate for the spo2 value. The preventative maintenance was not done because of the end user's complaint. It was also reported that there is no device that the customer uses to determine accuracy, instead they put the sensor on their own finger and, from their own experience, decide if the instrument inaccurate or not. There were no consequences or impact to patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.